Manufacturer narrative:
Device return: eight (3) packaged 41252-06 catheters from the reported lot# 57-358-sl were returned. Engineering testing and analysis recorded no failures, no functional and/or out of spec conditions. Record review: a review of the mfg. Lot build database for lot# 57-358-sl (mfg. 09/2015) showed (B)(4) units were mfg., tested, 100% inspected and released. There were no exception documents generated during the lot build. Findings: the involved 41252-06 catheter devices were discarded. Testing and analysis of the eight (8) returned sterile same lot 41252-06 catheter samples recorded no performance and or out of spec conditions. The exact cause(s) of the reported product issue are unknown.

Event description:
Complaint received reporting "...during a two day period the 41252-06 catheters. Temp sensor on pa catheter not reading and unable to access co ... In spite of troubleshooting cables". The involved devices were removed, discarded and replaced with no further issues encountered. There were no reported patient injuries and or adverse patient outcomes. Although requested additional event/device usage information was not available.